Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, high defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was suspected to be the cause of the event, however, diagnostic imaging could not confirm any lead damage on the rv lead. The device was reprogrammed to resolve the event. The patient was in stable condition.